Event description:
In 2008, patient reported having multiple high voltage therapies. The physician requested to disable the high voltage therapy due to terminally ill patient. The physician had signed a dnr order. Upon interrogation of the device, an error message was displayed, indicating that the device was in a reset mode and no defibrillation support was available from the device.

Manufacturer narrative:
No medwatch form was received.